Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm constant tone. Customer's blood glucose at time of incident was unknown. Customer stated the alarm did not clear successfully by pressing esc/act. The customer was advised to remove the battery for 5 minutes and insert a new battery. Customer is assisted in performing self-test and test passed. Customer was advised to monitor pump and we are sending battery cap. Customer was not able to troubleshoot due to the constant tone for the blank display.